Event description:
A US distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG falloff test. The cause was isolated to multiple wires being shorted in the ECG cable. The root cause for the shorted wires has not been positively identified. There was no adverse event that resulted from the damaged belt.